Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that mid-case system encountered errors on universal surgical manipulator (usm) 1. Caller stated they recovered from the fault, but the fault returned. Caller stated they then disabled usm 1 and were using usm 2-3-4 to complete the case. Tse reviewed system logs and confirmed error 25730, 32097, 32114 and 307 error pointing to usm1. Customer was completing the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system logs recorded error 319 pointing to the axes controller carriage (acc). The unit was tested on an in-house system in normal mode where it triggered error 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber and check all boards test pointing to the rolling loop with a 319 error. Further troubleshooting was performed with gold rolling loop fiber installed and both tests passed. During visual inspection, the rolling loop fiber was tangled/damaged. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.